Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a pharmacist. This case is cross referenced with case (B)(6) (same pt). This case involves a (B)(6) male pt who developed injection site edema in left knee, phlebitis of left lower limb, immobilization, injection site pain in left knee/pain worsened (it was of electric shock type) and wbc in synovial fluid after receiving treatment with synvisc one. The pt's med history, past drugs, concomitant medications or concurrent conditions were not reported. On (B)(6) 2015, the pt received treatment with intra articular synvisc one injection once in left knee (dose, indication, lot number and expiry date: not reported). On the same day, he presented with an injection site pain. On the next day, the pain worsened (it was of electric shock type) and was associated with an injection site edema in the left knee. The pt received a corrective treatment with the injection of 2 syringes of cortivazol (altim) 3.75 mg/1.5 ml, but the injections were difficult and did not really succeed because the intra joint liquid was very viscous. A puncture was performed: the liquid was viscous, sterile and contained 2600 white cells/mm3. A mild and transient improvement had been observed. Because of the joint adverse events and the resulting immobilization, the pt received a prophylactic treatment with subcutaneous enoxaparin sodium (lovenox). Despite this treatment, on (B)(6) 2015 (14 days after receiving treatment with synvisc one), the pt presented with phlebitis of the left lower limb; therefore, the dose regimen of enoxaparin sodium had been increased (not otherwise specified). At the date of the contact, an arthroscopy with the washing out of the joint was discussed by the physicians. The pt was not recovered. Action taken: drug withdrawn nos. Corrective treatment: cortivazol for injection site edema in left knee and injection site pain in left knee/pain worsened (it was of electric shock type); enoxaparin sodium for phlebitis of left lower limb; not reported for immobilization and wbc in synovial fluid. Outcome: not recovered for injection site edema in left knee, phlebitis of left lower limb and injection site pain in left knee/pain worsened (it was of electric shock type); unk for immobilization and wbc in synovial fluid. A pharmaceutical technical complaint (ptc) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformity prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization or prolongation and required intervention for injection site edema in left knee and injection site pain in left knee/pain worsened (it was of electric shock type); important med event for immobilization; hospitalization or prolongation for phlebitis of left lower limb. Additional info received on 3 march 2015. Ptc results were added. Sanofi co comment dated 5 march 2015: the follow up info does not change the complete case assessment. Sanofi co comment dated 4 march 2015: this case concerns a pt who experienced injection site edema of left knee, phlebitis of left lower limb which resulted in immobilization after receiving synvisc one. Based upon the info available at this time, the causal role of the product cannot be excluded from the causation of the events; however, further info clarifying the injection administration procedure and pt's clinical course is required to make complete case assessment.